Manufacturer narrative:
The product sample returned consisted of one peel open pouch without the beta cap adapter. After visual inspection was performed and it was found that this pouch was received opened but there was no device/component into it. The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. This defect has not been confirmed. The beta cap adapter was not returned within peel open pouch that was received on the manufacturing site for review. With the available information, the most probable root cause could be considered as undeterminable and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, qa performs in-process inspection at the final stage of production, which would avoid adapter problems in these catheters components. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that the adapter has different threading and neither of them work. Per the customer, the adapter will not stay attached to the baxter minicap extending life pd transfer set with twist clamp during use. There was no patient injury or adverse event was reported. The dialysis unit facility administrator (fa) june 18, 2014 said the home patient (hp) came to the clinic with a hoe in her catheter (manufacturer unknown). The nurse cut the catheter behind the damaged area and attached a new adaptor beta cap d-adaptor, log number unknown. The nurse attempted to secure a new baxter minicap extended life pd transfer set with twist clamp, product code (B)(4), lot number h13i25011, to the d-adaptor cap; however the connection was not secure. An unknown quantity of transfer sets were tried, but none were as secure as desired. The customer said that initially she thought that the problem was with the transfer set, but later it was observed that the d-adaptors have two different types of threading. As a result, the customer alleges the problem to be with the d-adaptor cap. The hp was sent home wearing one of the transfer sets and was instructed to keep tightening the connection. Per the report, the patient currently has peritonitis, which the clinician alleges was probably due to the hole in the catheter .the test culture(s) taken for peritonitis were positive for micrococcus luteus. The patient is being treated with antibiotics. No further information is available.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.